Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, preliminary results demonstrate this mesh is safe and effective.

Event description:
Received an article titled: preliminary results utilizing a bioabsorbable omega-3 fatty acid coated lightweight polypropylene mesh for open and laparoscopic ventral and inguinal hernia repair. The article evaluated an FDA-approved, bioabsorbable omega-3 fatty acid coated lightweight polypropylene mesh (c-qur) for open and laparoscopic ventral and inguinal hernia repair. Per the article, adverse events included seroma, hematoma, infection, pain, adhesion and mesh contraction.